Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 15-jan-2021 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used this incident, it was determined that the patient order was not crossing over to the station. A technical support specialist (tss) reviewed the station logs and identified a timeout error related to subscription maintenance. The issue resolved on its own, and the tss confirmed proper functionality by verifying patient visibility on both the station and the server. Additionally, the tss checked reports and the database, found the order discontinued, and advised the customer to try adding a new order. The system functioned as intended after the issue was resolved on its own.

Event description:
It was reported by the customer that a bd pyxis¿ medstation¿ es had a patient order was not crossing over to pyxis. The customer stated that the user was unable to pull the order for the patient and there was a delay in dispensing medication to a patient. There were no adverse events or injuries reported based on this event.